Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered inappropriate therapy due to noise. The device reported aborted therapies and one inappropriate hv therapy. The physician elected to replace the lead.